Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings component codes, investigation conclusion), h10, h11. Additional information: site telephone: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced touch screen and performed all functional and safety tests. All tests pass. Returned to customer and cleared for clinical use. The failure analysis and testing department received the defective parts for further investigation. This part was received with a reported unit failure message of touchscreen failure. Performed visual inspection of this part received and part looks to be in good condition. Installed the touchscreen into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. The failure analysis and testing department verified the failure of touchscreen not working. Touchscreen failed testing. Sending touchscreen to the supplier for failure analysis. This part is no longer going back to supplier for further investigation. The final investigation completed. Retaining this part in the fat dept. As per procedure. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has issue with touchscreen. There was no patient involvement reported.